Event description:
It was reported that the bd luer-lok¿ syringe w/syringe only were damaged. The following information was provided by the initial reporter, translated from spanish to english: the customer made a comment about the quality of the product, so the situation was evaluated and 10 syringes with critical defects were collected.

Manufacturer narrative:
H6: investigation summary photos received by our quality team for investigation. Upon visual inspection, the upper part in the barrel near the luer is damaged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the molding process. The material does not flow in its entirety and the product is not completely molded. Action include review state of the mold, if a variation is found, change them and include verification of the mold in the annual maintenance plan.

Event description:
It was reported that the bd luer-lok¿ syringe w/syringe only were damaged. The following information was provided by the initial reporter, translated from spanish to english: the customer made a comment about the quality of the product, so the situation was evaluated and 10 syringes with critical defects were collected.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.